Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 150 and 86 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed a control test during the call and the result fell within the normal control range. No product will be returned.